Event description:
During a laparoscopic cholecystectomy procedure, the sensing tip obturator allegedly failed to retract. Device history analysis could not be performed since the product's lot number was not available.